Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The clinician will continue to monitor. There were no patient consequences.